Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to it presenting high impedance measurements and high pacing thresholds. This was confirmed through routine diagnostic testing and psa testing. Fluoroscopy imaging did not detect any fracture on the lead. A new device was implanted. No additional patient effects were reported.